Event description:
Reportedly, the subject programmer was blocked, it could not be used when rebooted. Consequently, smartview version was downgraded to 2.42. An explanation was required.

Event description:
Reportedly, the subject programmer was blocked, it could not be used when rebooted. Consequently, smartview version was downgraded to 2.42. An explanation was required.